Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that an ¿incompatible sensor¿ error message was received with the adc device and as a result, the customer became hypoglycemic and experienced a loss of consciousness. The customer was unable to self-treat and received unspecified medication from a third party for treatment. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. This serves as a correction report. Section (h10 - additional mfg narrative ) was incorrectly documented in the previous report. Correction has been done. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that an ¿incompatible sensor¿ error message was received with the adc device and as a result, the customer became hypoglycemic and experienced a loss of consciousness. The customer was unable to self-treat and received unspecified medication from a third party for treatment. No further information was reported. There was no report of death or permanent injury associated with this event.